Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) found that the auxiliary tower was not detected on the bus and identified that the external pyxis bus cable was damaged and not properly connected, with broken pins after being pulled out from the auxiliary cabinet. The cable was replaced, and after logging into hardware test application, a successful hardware test was completed, restoring normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the entire tower was not detected on the bus; the unit was power cycled and rebooted through maintenance mode four times, but issue persisted. User unlocked both the back and front panels to check for release buttons but found none. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.